Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. Product code 3191 was used to capture the surgical intervention.

Event description:
This report is being submitted to provide analysis results.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. (B)(4).

Event description:
It was reported that this right atrial (ra) lead dislodged. Surgical intervention was performed and the lead was explanted.